Event description:
P.a.s. Port catheter placed via right arm. Prior to suturing the pocket closed, the port was noted to have disconnected from the catheter. The catheter was lost in the pt's soft tissue. It was retrieved through the right groin.